Event description:
It was reported to boston scientific corporation that a sensor wire was used during a flexible transurethral lithotomy procedure on (B)(6), 2022. During the procedure, the ptfe coating peeled. Distal coating tip fragments fell inside patient and forceps were used to removed them. The procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.

Manufacturer narrative:
(B)(4). The returned sensor wire was analyzed. It was observed that the shrink sleeve detached and the ptfe coating is peeled next to the proximal end. Therefore, the reported complaint of ptfe peeled was confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to operational factors, such as device getting stuck, handling/manipulation, excess of force being applied and/or interaction with other devices. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.